Manufacturer narrative:
(B)(4) stent failed to fully expand. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a polyflex esophageal stent was to be used to treat an approximately 3 to 4 cm benign peptic stricture in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to stent placement procedure. According to the complainant, during the procedure, the stent was deployed in the stricture but it had a fold in the upper flange of the stent. The physician noted that the proximal end of the stent had failed to fully expand. This stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.